Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for fecal incontinence and gastrointestinal /pelvic floor. Consumer reported that they had been using their programmer incorrectly and had been turning their ins off when they thought it was on. Consumer reported they ¿guess the device (implant) hasn't been working all this years" as they had been accidently turning off the implant. It was reported that the patient had good therapy but that they had some bowel accidents here and there.